Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. A partial lead with the middle portion measuring 18.0cm was returned for analysis. External insulation abrasion was noted at 9.5-9.7cm from the cut end of the middle segment, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. (B)(4). (B)(6).